Event description:
On (B)(6) 2012, the patient contacted animas alleging that the audio bolus button was intermittently responsive and difficult to press. This issue has been reportedly occurring for the past few weeks. The patient stated the button felt hard when pressed and required more force and multiple button presses in order to elicit a response. It was indicated that the audio bolus button was intact. The patient reportedly wore the pump in a pump's skin, underneath her clothing and did not clean the pump. This complaint is being reported due to the alleged bolus button issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the bolus button was found to be difficult to press; the bolus button was removed and the internal button plug was misaligned and contamination was found under the button contact. The keypad buttons were all found to be responding appropriately to presses. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.